Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion. Leak test was performed and found opening on radius, anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. And also identify sharp edge opening on anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius and anterior side assessed as surgical damage. A sharp opening edge on anterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted.